Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The visual inspection of the device confirms insulation damage throughout the shaft. The device failed the insulation test. Probable root cause/s for the insulation damage could be incorrect sterilization methods and or normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.